Event description:
It was reported that the customer had a failed battery test and off no power on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states she had a failed battery test, so she change the battery. The customer continued to get the failed battery test and then an no power until she change the battery again. The battery only lasted a couple of days. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced and revert to back up plans per healthcare provider instructions.

Manufacturer narrative:
The insulin pump had normal operating currents. No unexpected off no power alarm of failed battery test alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.